Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter inside the syringe. The following was received from the initial reporter: our operators identified a few syringes during our manufacturing session on friday with black particles which appeared to be adhered to the inside of the syringe.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ tip syringe had foreign matter inside the syringe. The following was received from the initial reporter: our operators identified a few syringes during our manufacturing session on friday with black particles which appeared to be adhered to the inside of the syringe.